Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was advanced for dilation. However, during the fourth inflation before reaching 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.